Event description:
It was reported the pump elective replacement indicator occurred on (B)(6) 2011. The patient did not experience any symptoms. The pump was interrogated. The logs were obtained and no pump stopping or rotor stalls were noted. The flow rate of the pump had been consistent for the majority of the life of the pump at .75ml/day. The drug in the pump was lioresal 2000 mcg/ml; 1500 mcg/day. The pump was replaced on (B)(6) 2011. The patient recovered without sequela.

Manufacturer narrative:
Catheter: model #: 8709, lot #: n075670005, implanted: (B)(6) 2006, explanted: unknown. Elective replacement indicator (eri) due to early battery depletion occurred (B)(6) 2011. Battery logs confirmed battery voltages had steadily declined and eventually triggered eri. Battery testing showed no anomalies.

Manufacturer narrative:
(B)(4). The previously reported conclusion code 47 no longer applies to this event.

Event description:
Additional information received indicated that when the patient's pump first went out, "they didn't hear it until the doctor actually listened with a stethoscope."